Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump is not delivering appropriately. The patient had blood glucose (bg) of 10mmol/l with no symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is being made due to the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/21/2013 with the following findings: on (B)(6) 2013 the last basal delivery and the last bolus were recorded. Review of delivered boluses and delivered basals add up appropriately and total the total daily dose was showing the pump was delivering accurately until the last day used. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. There was no defect found.